Manufacturer narrative:
Patient code 2227: halos, patient code 2140: glare. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicm5_12.6, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019 and low vault was observed. Patients current ucva was reported to be 20/20, patient is doing good. Lens remains implanted. Lens exchange is planned for january 2020. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 of -10.00 diopter implantable collamer lens into the patients right eye (od) on 16-01-2019. Low vault and glare/haloes were reported. The lens was exchanged on 12-12-2019 for a different model; longer length lens and the problem was resolved.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 of -10.00 diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2019. Low vault and glare/haloes were reported. The lens was exchanged on (B)(6) 2019 for a different model; longer length lens and the problem was not resolved. Post-op information provided."patient still has glare." Reference MFR# 2023826-2020-00696 for replacement lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens . Claim# (B)(4).

Manufacturer narrative:
Additional information: adverse event. Required intervention to prevent permanent impairment/damage. Outcomes attributed to adverse event: the reporter indicated that the surgeon. Implanted a 12.6mm vicm5 12.6 of -10.00 diopter into the patients right eye (od) on (B)(6) 2019. Low vault was observed. The lens was exchanged on (B)(6) 2019 for a different model and longer length lens. The exchange resolved the problem. (B)(6) 2019. Patient code 3191: secondary surgical intevention; lens exchange. Claim# (B)(4).